Manufacturer narrative:
The reported set screw anomaly was confirmed in the laboratory. The rv septum was noted to be damaged and septum debris was noted inside the rv set screw.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital for a scheduled lead revision when a set screw anomaly was observed on the device. It was noted that the rv lead set screw was stripped and that the rv lead could not be removed from the device header. Lead was cut away from the header and the system was successfully explanted and replaced. Patient was stable post-procedure.